Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-03351, 1627487-2023-03352. It was reported that after weight loss both anchors became uncomfortable. Surgical intervention was undertaken on (B)(6) 2023 wherein the physician opened the midline incision and both anchors were repositioned and placed deeper in the body. Effective therapy restored and issue resolved.